Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that "wearable failure" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at an unspecified time following the sensor failure, the patient experienced persistent nausea, dehydration, and vomiting. At approximately 11:00 am, a fingerstick blood glucose (bg) measurement was obtained, showing a value of 400 mg/dl. Emergency medical services (ems) were contacted. Upon arrival, paramedics administered intravenous (IV) insulin, fluids, and fentanyl. The patient was transported to the hospital, where a subsequent fingerstick bg reading was reported as greater than 600 mg/dl. During hospitalization, the patient received additional treatment, including intravenous hydromorphone "dilaudid" (5 mg every two hours) and reglan. The patient remained hospitalized for approximately three and a half days before discharge. No further details regarding additional medical evaluation or interventions were provided. At the time of the report, the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.